Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: pt implanted on (B)(6) 2010 with lcp distal femur plate and screws was discovered to have the plate and one cortex screw broken on an unk date. Pt was returned to operating room on (B)(6) 2012, hardware was removed. No further info is available. This is 2 of 2 reports.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.